Event description:
It was reported that during implantation of the johnson and johnson(jnj) intraocular lens (iol) one of the haptics became loose/detached and went inside the patient¿s right eye. The rest of the iol remained inside the cartridge. The doctor managed to remove the haptic and complete the surgery with a non-jnj lens 22.5 diopter. Reportedly, the patient completely recovered. No further information was provided.

Manufacturer narrative:
Patient information cannot be made available due to data privacy policies and law. If implanted, give date: not applicable as the iol was not implanted. If explanted, give date: not applicable as the iol was not implanted. Therefore, not explanted. Initial reporter email address: unknown/not provided. Initial reporter telephone number: (B)(6). Entering the telephone number as the field only takes the us format. The device has not been returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain the missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Device evaluation: photographs were provided and evaluated. Based on the photographs not focusing on the lens, magnification, and image quality of the photos, no issues could be identified and no further evaluation could be performed. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc., has been submitted.

Manufacturer narrative:
Additional information. Section d9: device available for evaluation? Yes. Section d9: date returned to manufacturer: dec 4, 2023. Section h3: evaluated by manufacturer: yes. Device evaluation: the handpiece was received in a sterilization pouch. The handpiece was inspected under magnification. The handpiece was received with the plunger rod partially advanced and viscoelastic residue on the handpiece near the end of the lens module. The lens module was inspected for markings that would indicate improper plunger rod advancement and none were identified however viscoelastic residue was identified in the lens module indicating an excessive amount could have been used which may have contributed to the complaint event. The cartridge presented with a lens stuck in the cartridge tip and the cartridge tip was deformed around the lens. Viscoelastic residue was observed through the length of the cartridge. The handpiece was disassembled, and no assembly issues were identified. The lens was received stuck in the cartridge tip and could not be removed. No further evaluation could be performed on the lens. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.